Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that was discovered via x ray at post check the next day. The ra lead was working appropriately before but the doctor prefers to use new leads if they dislodge. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.